Event description:
The customer reported that the loudspeaker on the mp5 is broken. No sound was coming from the speaker. No pt harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.